Event description:
It was reported that the bd ultra fine¿ pen needle experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported, after priming her pen needle, no insulin will flow when taking injection stated, she re-uses. Lot: 9317856; catalog: 320109; date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary: customer returned three (3) 31gx8mm bd pen needles (2 used, and 1 unused from lot 9317856. Consumer reported, after priming her pen needle, no insulin will flow when taking injection. All 3 pen needles were examined, then tested for flow using a test pen injector: all 3 pen needles were able to attach to the pen injector and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine pen needle experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported, after priming her pen needle, no insulin will flow when taking injection stated, she re-uses lot: 9317856; catalog: 320109; date of event: unknown.